Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported implant has not worked for a whole year and would like for a representative to come to her home to evaluate implant. The patient was getting poor communication with patient programmer. Confirm antenna is secure and sync with ins. Unplug antenna. Place pp directly over ins, on skin and sync but did not resolve the reported issue. The patient experienced loss of therapy. A patient reported they had an appointment with the healthcare professional (hcp) on (B)(6) 2017. The patient reported it had not worked in about a year and she was going to the hcp to see what was wrong, and check the battery and the line. The patient stated they took an x-ray and planned to go over the results with her.